Event description:
The hospital's dermatology dept reported that the pt had had a resorbable bone void filler allograft implanted during a laminectomy procedure in 2009, and has been having issues with contact dermatitis and poor wound healing of the original wound. The reporter stated that they have not determined the source of the pt's complications, and the pt is undergoing allergy testing on all grafts and devices that the pt previously had implanted. No lot info or add'l pt info was available or provided by the hosp.

Manufacturer narrative:
This medwatch form was completed with the info received from the initial reporter. Any missing or incomplete data is the result of the info not having been provided by the initial reporter. No review of the applicable mfg records for the implanted product was possible without add'l device info. Based on the info provided, we are unable to determine if the device contributed to the reported event, however we are filing this MDR for notification purposes. No further action is required, and this incident is considered closed.